Manufacturer narrative:
The device battery was returned to resmed for an extensive engineering investigation. The reported complaint of a defective battery was confirmed. The investigation determined that the battery fault was due to an isolated component failure within the battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this event. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The external battery was received by resmed (B)(4) technical service center for investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).